Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was duplicated and attributed to the multifunction cable being connected to the test port instead of the cprd connector that the device was configured to use. The device was configured to use the multifunction cable via test port to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.